Event description:
A customer contacted company regarding erroneously elevated troponin (accu tni) results from two different patient samples that were generated by the access instrument. Patient a: the patient sample was tested for accu tni in duplicate: the results were 0.56ng/ml and 0.03ng/ml. Patient b: the patient sample was tested for accu tni in duplicate: the results were 2.16ng/ml and 0.49ng/ml. The results were not reported out of the lab. The customer indicated that both patient samples had normal ck-mb results. No additional information regarding this event was provided by the customer. The custmer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.